Event description:
A medwatch (mw5108782) was received indicating that a (B)(6) result was generated on the alinity s system for a patient that has had covid-19 within two months of the (B)(6) result. The sample generated negative results from a differentiation assay and (B)(6) test. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Evaluation of complaint data for the product identified normal complaint activity. Return testing was not performed as returns were not available. Device history record review was performed on list 6p01 did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Field data analysis for alinity s hiv ag/ab combo, ln 6p01-60, from 2021-01-01 to 2022-04-15 was performed to assess performance in the field across all us customer sites. Reagent lots in the selected time frame, 14220be00, 18051be00, 20347be00, 23098be00, 24562be00, 26436be00, 27259be00, 27541be00, 30319be00, 31191be00, 32578be00 and 34355be00, were assessed regarding initial reactive rate, repeat reactive rate and specificity (assuming 0 prevalence). Results were assessed against prd claims. Aggregated performance of all alinity s hiv ag/ab combo lots used in the reviewed timeframe across all us customers is within product requirements. 14220be00 ¿ irr: 0.057%; rrr: 0.047%; specificity: 99.953%, 18051be00 ¿ irr: 0.049%; rrr: 0.036%; specificity: 99.964%, 20347be00 ¿ irr: 0.039%; rrr: 0.029%; specificity: 99.971%, 23098be00 ¿ irr: 0.026%; rrr: 0.020%; specificity: 99.980%, 24562be00 ¿ irr: 0.026%; rrr: 0.019%; specificity: 99.981%, 26436be00 ¿ irr: 0.022%; rrr: 0.014%; specificity: 99.986%, 27259be00 ¿ irr: 0.025%; rrr: 0.017%; specificity: 99.983%, 27541be00 ¿ irr: 0.021%; rrr: 0.015%; specificity: 99.985%, 30319be00 ¿ irr: 0.019%; rrr: 0.014%; specificity: 99.986%, 31191be00 ¿ irr: 0.020%; rrr: 0.013%; specificity: 99.987%, 32578be00 ¿ irr: 0.023%; rrr: 0.017%; specificity: 99.983% and 34355be00 ¿ irr: 0.018%; rrr: 0.013%; specificity: 99.987%. A study to evaluate the performance of several assays, including alinity s hiv ag/ab combo, list number 6p01-60, when used to test specimens from patients who received a covid-19 vaccination was performed. A total of 12 specimens from individuals who received a covid-19 mrna vaccination were tested. None of the specimens were reactive with the alinity s hiv ag/ab combo assay. Based on all reviewed data, we conclude that there is no product deficiency with the alinity s hiv ag/ab combo assay identified in this complaint.